Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, there was a rupture of the junction between the polymeric part of the device and the metal part [guide break]. The separated guide was removed via surgical cutdown. The sheath was upsized to an 18f sheath and the tavi procedure was completed. Hemostasis was achieved with surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
An analysis was performed on the returned device. The reported material separation was confirmed. Production record reviews and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database for the reported lot and reveals there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to the guide break include, but are not limited to, aggressive manipulation during insertion including rotational forces, patient femoral artery / anatomy variables. Additionally deformation of the guide tube due to compressive stress occurred as part of the material separation of the guide breaking. The reported surgical intervention appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.